Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems. The product has been returned for eval and testing; however, the engineering evaluation has not been completed. Add'l info will be submitted within 30 days of receipt.

Event description:
After pre-dilating a highly calcified, highly tortuous cto lesion in av branch, the cypher could not cross the lesion. A parallel wire technique was then used, but the cypher could still not cross the lesion. Upon removal of the device from the pt, the distal end of the stent was noted to be flared. Eventually, the procedure was finished with poba only. There was no pt injury reported. The physician did not note any anomalies in the device prior to use.